Manufacturer narrative:
(B)(4). Customer returned precision xtra blood glucose meter (B)(4). Customer originally reported a precision xtra blood glucose meter (B)(4). Additionally, test strips with lot number 41814 were returned. The complaint was not confirmed and no new issues were observed. All results were within range specification and no errors or other issues were observed during control solution testing. The precision xtra blood glucose results as reported by the customer could not be identified in the meter's memory log as the date was set incorrectly.

Event description:
Customer reported receiving erratic readings on their precision xtra blood glucose meter. Customer reported receiving readings of 497 mg/dl and 64 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.